Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 94 mg/dl. On a separate occasion, the customer received results of 29 mg/dl and 95 mg/dl within 10 minutes. No adverse event was reported. Return of the suspect device was requested for evaluation.